Event description:
It was reported to philips that the device will not power up. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and multiple parts replaced to bring the device back to working condition. Upon conclusion of the evaluation, it was determined that this was a malfunction of multiple parts. The customer has ordered and replaced parts to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device will not power up. There was no reported patient involvement.